Event description:
It was reported that there was an overdose, due to a programming error by the healthcare provider. The patient's healthcare provider wanted to change the patient's daily dose from 3 mcg/day (i.e. The minimal flow rate), to 6 mcg/day. However, he erred and programmed the patient's pump to administer 6000 mcg/day, which was a value of 1000 times the intended dose. The patient was reported in a coma for approximately 24 hours, which resulted in hospitalization. The patient presented with a gcs (glasgow coma scale) score of 3 (i.e., deep unconsciousness), no reflexes, and no respiration. Artificial respiration was applied. The patient's pump was reprogrammed. The patient was treated and recovered from the event. As of the report date, 'the patient is fine (like before the event)'. The medication in the pump was baclofen. Additional information was requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).